Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with there sensor. During the call customer mentioned experiencing low blood glucose of 44 mg/dl. Customer was cleaning the pool and treated the low with peanut butter and jelly sandwich. Customer declined troubleshooting for the low blood glucose. Customer knew they were low but decided to treat until they were done. The insulin pump is not returning for analysis.